Event description:
It was reported that the physician implanted a helex septal occluder in 2008, to close an asd (atrial septal defect). At a one month follow-up visit, fluoroscopy images showed frame fractures of the left and right discs. There was also excessive motion of the posterior-superior portion of the left disc in the region of the pulmonary veins inflow. The device was removed three months later, and the defect was surgically closed. The pt was doing well after the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the images has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.